Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced unexpected shutdowns after defibrillation therapy was provided to the patient. A backup device was available and was used to successfully provide defibrillation therapy. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio-control to report that their device experienced unexpected shutdowns after defibrillation therapy was provided to the patient. A backup device was available and was used to successfully provide defibrillation therapy. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and an expired battery was determined to be the cause of the reported issue.